Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a veriflex stent delivery system (sds) with a liberte shelf box, carrier tube (hoop), product mandrel and protective tubing. The product mandrel and protective tubing were loose in the bag; as received. The batch number on the returned packaging and device matched the reported batch number. The stent was not returned for product analysis. There was contrast in the inflation lumen. The balloon was tightly folded with stent impressions on the surface of the balloon between the markerbands. There were numerous kinks throughout the hypotube. Inspection of the remainder of the device presented no other damage or irregularities. The inner diameter (ID) of the balloon protector was measured at the distal and proximal ends using a calibrated pin gauge set. The ID at both ends was .046¿ which meets the tube-ptfe flared specifications. There was no evidence of any product quality deficiencies contributing to the dislodgement. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.50mm x 12mm veriflex stent was selected. As the device was being removed from the hoop, the stent was stripped off from the stent delivery system balloon. The device never entered the patient's body. The procedure was completed using a 3.5mm x 12mm non bsc stent. No patient complications were reported.

Event description:
It was reported that stent dislodgement occurred. A 3.50mm x 12mm veriflex stent was selected. As the device was being removed from the hoop, the stent was stripped off from the stent delivery system balloon. The device was never entered the patient's body. The procedure was completed using a 3.5mm x 12mm non bsc stent. No patient complications were reported.